Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-02239. It was reported a pericardial effusion occurred. The patient underwent a left atrial appendage (laa) closure procedure. A watchman® access system and 27mm watchman ® laa closure device & delivery system were used. The closure device was deployed and implanted; however, they noticed a pericardial effusion. They successfully performed a pericardiocentesis and took out about 350cc of blood and auto-transfused about 200cc of it back into the patient. The patient was stable.